Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The second heartstring seal loaded properly. The surgeon deployed the seal but when he removed his finger, blood was gushing out. The surgeon tried to adjust the seal in order to provide hemostasis; however, he ended up having to cut the tether strings then unraveled to remove. A third heartstring was used to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was left behind in the loader device. The delivery device was outside the loader device with the plunger not depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).